Manufacturer narrative:
This information is based entirely on an abstract/possible future journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were referenced in the article. The baseline characteristics of the patients referenced in the article is gender/age is male/(B)(6). There is no indication as to the manufacturer of the cardiac implantable electronic devices (cieds). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced abstract/article which was presented (B)(6) 2015 at the idweek press conferences: ¿use of antibacterial envelope to reduce cardiac implantable electronic device (cied) infections.¿ no further citation information was available. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly.

Event description:
A journal article was reviewed which contained information regarding cardiac implantable electronic device (cied) and infections while using an antibacterial envelope. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were two patient deaths as a result of cied infections while using the envelope. Of note, the information does not suggest that the deaths were related to neither the cied nor the envelope. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.